Event description:
It was reported a vena cava filter was deployed in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached and strut(s) perforated into organs. After an attempted but unsuccessful percutaneous removal procedure, the filter was removed percutaneously. A detached limb is retained in the lung and there was no attempt to retrieve the limb. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months and ten days later, through right internal jugular vein access, a benston wire was advanced into the inferior vena cava caudal to the filter, and over that a straight flush catheter placed. Digital subtraction angiography of the inferior vena cava was then performed. Catheter was exchanged over the wire for a 7-french 65- cm vascular access sheath. A gooseneck snare was then placed thorough the sheath and used to snare the cone of the filter. The filter was then over sheathed. During over sheathing all legs of the filter would not collapse into the lumen of the sheath. Digital subtraction venography was performed through the 7-french access sheath around the snare with the filter partially captured. Cavography performed during partial sheath capture of the filter showed embedding of the filter legs within the caval wall. Due to the findings in this portion of the procedure, the attempt at the retrieval was aborted. Completion of inferior vena cavogram showed no evidence of caval injury, the filter alignment was changed with the cone now abutting the left lateral wall of the cava, however there was no cranial or caudal migration. Approximately two years and six months later, computed tomography (CT) revealed that the filter was in place positioned inferior to renal veins and there was no evidence of pericaval thrombus or hematoma. Subsequently sixteen days later, through right internal jugular vein access. Guide wire was advanced to the right common iliac vein and this was followed by placement of a flush catheter. An inferior vena cavagram was performed which demonstrated the cava to be patent, there was no filling defect within the filter. Multiple attempts were made to engage the hook of the filter and were unsuccessful. The filter was retrieved using bootstrap technique. The entire filter was inspected and six long limbs and five remaining short limbs that were identified on the patient¿s computed tomography (CT) scan prior to retrieval were identified intact. In the filter excision report it was mentioned that the filter consisted of a 4.9 x 3.9x 2.0 cm with a snare hook, 6 long legs with hooks measuring 4.0 cm and 5 short arms measuring up to 3.1 cm. Fractured site identified at the snare hook sleeve. Therefore, the investigation is confirmed for alleged filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for alleged perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient status post trauma (fall) was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and a sheath was advanced into the inferior vena cava. An inferior vena cavogram demonstrated no evidence of thrombus. A retrievable ivc filter was deployed, and completion cavogram demonstrated good position of the filter. The sheath was removed and hemostasis obtained. No immediate complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Filter perforation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with trauma situation/motor vehicle accident. After an unknown amount of time post filter deployment, the filter allegedly detached and strut(s) perforated into organs. After an attempted but unsuccessful percutaneous removal procedure, the filter was removed percutaneously. A detached limb is retained in the lung and there was no attempt to retrieve the limb. There was no reported patient injury.